Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.

Event description:
Related product model #: 42415. Related product serial #: no value found. Related product upn #: m001491561. Related product batch/lot: 0008570329 . Related product family: starter. Material number: m001491561. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: no. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event: stuck please state the details on how the stuck occurred; during catheter deployment in rspv what is the doctor's opinion on the cause of the stuck?; unknown please provide details on how it was unstuck; cannot be released was there any other catheter in the heart when the health problem occurred?; yes was the orion catheter used in combination?; yes if q6 is "yes," where was orion located?; inside the patient if q6 is 'yes', was orion left deployed?; closed please state the size and name of the sheath used together; faradrive steerable sheath physician comments: patient outcome: no patient injury infected: no generator/controller: ablation catheter used: other used: event date: 2025-10-22. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2025. Type of procedure: no value found. Country of event: japan. Country of original implant use: no value found. Implant date: no value found. Explant date: no value found. Oos date: no value found. Initial reporter: yes. Person type: physician. Facility/business name: (B)(6) hospital. Title: dr.. First name: (B)(6). Middle name: no value found. Last name: (B)(6). Address 1: (B)(6). Address 2: no value found. City: (B)(6). State/province: (B)(6). Country: japan. Zip/postal code: (B)(6). Phone: (B)(6). Email: no value found. Fax: (B)(6).